Manufacturer narrative:
There was no indication in the summons that the device malfunctioned.

Event description:
Allegedly, per a summons received by karl storz endoscopy-america, inc., the plaintiff underwent a supra-cervical hysterectomy procedure at the (B)(6), where a karl storz rotocut morcellator was used to remove the plaintiff's uterus and the plaintiff was diagnosed with endometrial stromal sarcoma after the surgery. On(B)(6) 2013, she underwent a second procedure and has had 31 radiation treatments.